Event description:
Customer called stating his insulin pump is not recognizing when he changes the reservoir. The device has been acting up for the last few months. He said he hit the esc button when changing the reservoir. He has changed the reservoir since then. Customer wanted a replacement device. A replacement was sent. Customer did not provide his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump passed prime, displacement and basic occlusion tests. No rewind anomaly noted. All buttons functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.